Event description:
MFR rec'd a report from a facility alleging that a pt was cut on leg by the elevating leg rest adjustable screw. As a result of the incident, the pt sustained a cut requiring 15 stitches.